Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.

Manufacturer narrative:
Lot number 7055888 was manufactured on 10/11/2012. Lot number 7049970 was manufactured on 10/02/2012. The manufacturing records were reviewed for lot numbers 7049970 and 7055888, respectively. The records showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Lot #: a total of (B)(4) locking caps were returned for evaluation. Of the (B)(4) locking caps, only (B)(4) were identified as complaint devices. It is unknown as to which (B)(4) locking caps and the associated lot numbers were involved in the complaint event, therefore a list of the lot numbers are being reported. Lot numbers: 7056686 (quantity of 2), 7055888 (quantity of 2), 7026573 (quantity of 1), 7049970 (quantity of 1) . A review of the device history records has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: doctor used matrix material for l4-s1 and t-pal for l5-s1. Immediately post-op everything was normal, and patient was recovering normally on (B)(6) 2013. On an unknown date, the patient started to complain about increasing back pain. During a new control on (B)(6) 2013, they saw that the heads are loosened from the screws on level l4. Revision planned for (B)(6) 2013. Patient did not do anything special, no fall or other accident. Two screw heads were separated from the shaft. This is report 4 of 6 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. (B)(4). Raw material cannot be analyzed because there is not adequate surface area, but was confirmed as correct in DHR review. Measurements that could be taken were found to meet specification.